Event description:
The customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. The pump alarmed e21 in alarm history. Troubleshooting on the pump was performed and the pump appeared to be operating normally.